Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips and a battery and booklet icon appeared on the display of their locked freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed.